Event description:
Customer reported a pt was to receive a drug over 6 hours. Two hours later, the nurse went into the room and the entire bag had already infused. The nurse immediately turned off the pump and went to notify the physician and pharmacy. While this was being done, another nurse set up the pump to have another drug infuse. Shortly after the infusion was running, this infusion was also found to be administering ahead of schedule, although the pump was reading the correct dosing amounts and rate. Nursing was able to complete the rest of the infusion by adjusting the clamp they believe and then the pump was taken out of service. There was no pt harm, but the pt got some extra care, attention and tests. The facility also reported they evaluated the pump and could not recreate the event. The pump tested within spec for rate accuracy. The pump was additionally tested within the normal preventive maintenance safety inspection procedure. The pump yielded values that were within the acceptable parameters set forth by the MFR.

Manufacturer narrative:
MFR's report date: 10/01/2009. Pt info requested and all available info is included. The device was rec'd. Investigation is not complete. A follow up report will be submitted with any relevant info.